Event description:
It was reported that iab was inserted transthoracically on 4/2005. The next day, blood was observed in helium tubing and had traveled back into datascope pump. Iab was exchanged. There were no reported pt complications.

Event description:
Iab was inserted transthoracically in 2005. In the next day blood was observed in helium tubing and had traveled back into datascope pump. Iab was exchanged. There were no reported pt complications.